Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed high pacing impedance on the right ventricular lead. No changes or interventions were performed; the device will continue to be monitored. There were no patient consequences.

Event description:
New information noted the patient presented to the hospital. Upon interrogation, it was noted the right ventricular lead exhibited intermittent capture. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information noted the patient presented in clinic for follow up. Upon interrogation, it was noted the right ventricular lead also exhibited high capture thresholds. The suspected cause was a compromised conductor. Programming changes were implemented. The patient was in stable condition.